Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Further monitoring will be scheduled.

Event description:
The user's hearing performance with the device is affected. Further monitoring will be scheduled.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient had a decrease in hearing performance after several falls. Further the recipient experienced excruciating pain and the loudness was too much to bear. However despite requested not further information e.g. In situ measurements have been received. A root cause for the reported issue cannot be determined.